Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on february 21st 2024. It was reported that device failed '90ms flow test during preventive maintenance'. Description of fault does not match with any flow test in service software. Part number 'msp161299 display front' does not match with failure description either. Flow tests in service software. Rinse flow test, proximal flow test, blower flow test, o2 input flow test, system flow test. This record contains no information of patient involvement. No indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party according to preliminary analysis, potential root cause could not be determined due to insufficient information. Additionnal information requested.

Event description:
The following has been reported to hamilton medical ag on february 21st 2024 it was reported that device failed '90ms flow test during preventive maintenance'. Description of fault does not match with any flow test in service software. Part number 'msp161299 display front' does not match with failure description either. Flow tests in service software. Rinse flow test, proximal flow test, blower flow test, o2 input flow test, system flow test. This record contains no information of patient involvement. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party according to preliminary analysis, potential root cause could not be determined due to insufficient information. Additionnal information requested.